Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Customer's blood glucose was 34 mg/dl. The customer's blood glucose was 193 mg/dl at the time of call. Customer states that this morning he delivered a bolus and his sugar dropped fast to 34 mg/dl after he bolused prior to call morning and this has never happened before. Customer states that it took a little while to get his blood glucose in normal state and he had to eat to get his sugar back up. Patient has treated with food. Troubleshooting was performed and there was no issue found. The insulin pump will not be returned for analysis.